Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation and conductor coil were found damaged 31 cm proximal to the lead tip, which is assumed to be the root cause of the reported loss of capture. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted due to failure to capture. No adverse patient events were reported. Should additional information be received, this file will be update.